Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the one-way valve attached to create a vacuum. The md pre-dilated the patient's left femoral artery. The hydro coating on the iab was activated; the md rotated the iab clockwise while inserting the iab through the sheath. The iab became stuck in the sheath. Additional information received on 8/11/2010 from the sales representative stated that the iab was prepped per instruction and that md removed the iab and sheath as one unit. It was reported that the md requested a 30cc iab (iab-05830-lws (B)(4)) be used for the second iab insertion attempt. Reference MDR #1219856-2010-00558 for the second event involving the same patient.